Manufacturer narrative:
H6: for privacy reasons, section e1, first name and e1, last name, establishment name and address, shall state na as the initial reporter was the patient's spouse. A device serial number was not initially provided. Ventec reached out to the patient's dme (who is also an authorized service provider for ventec) to see if they were able to provide any additional information regarding the serial number of the device being used at the time of the event. The dme provided ventec with the two (2) serial numbers for the v*home (B)(6) ventilators that had been issued to the patient. However, the dme was unable to confirm which device the patient was on when they were hospitalized. As a result, sections d4, serial number and UDI number are both "unknown", and section h4 (device manufacturing date) shall be left blank. Neither device has been returned to ventec for an evaluation (as it pertains to this event). Ventec performed a review of each device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing each device's history record. Trend analysis and risk analysis were considered acceptable. Based on the information available, ventec is unable to determine whether the device use caused or contributed to the patients outcome.

Event description:
It was reported to ventec that a patient, who was on a v*home ventilator, had been hospitalized. The patient's wife advised, "...his face was cold but sweaty, he looked scared and one of his big toes was blue, lack of oxygen!" The patient's wife further advised that the patient "died because of these problems." No further details about the patient were provided. The patient's wife also did not provide ventec with a description of any issue(s) her husband experienced while on the v*home ventilator leading up to his hospitalization and subsequent death. Additionally, ventec was advised that the patient was sent to the hospital on (B)(6) 2025, but ventec was not advised of the date of his death. As a result, section b2, date of death, shall remain blank.